Event description:
The iab was inserted into the pt on 12/1/96 with a sheath into the right femoral artery. The iab did not malfunction. As a result of the event, the pt had bowel infarction. (Event complications: the pt had a bowel infarction) reported 12/06/96. (Pt's current status: unk rpt'd 12/06/96.